Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On unknown dates, the patient visited the infection clinic 3 times for the stoma. On an unknown date, the patient was treated with augmentin 1000 mg. Oral antibiotic for a stoma infection. The stoma infection was also treated with furacin cream and hamazinc cream on unknown dates. The stoma site infection improved, but did not fully resolve after treatment.